Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. To address the high blood glucose, the customer consumed food and resolved the occlusion by changing the infusion set and cartridge, then resumed insulin therapy.